Event description:
It was reported that customer experienced tandem mobi cartridge alarm during cartridge loading even though loading steps in mobile app were followed. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm, instructed customer to remove cartridge and deliver 9-unit bolus, then assisted customer when original cartridge could not be successfully used, and customer ultimately loaded new cartridge using proper technique and resumed insulin therapy, resolving issue.